Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the ipg was explanted due to the device reaching end of life. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the device was explanted, and a new device was implanted due to an unknown reason. No additional information is available at this time.